Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's spouse contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's spouse was advised to use a new sensor, un-pair all dexcom bluetooth devices, remove a previous transmitter from the area, and try re-pairing transmitter. No additional patient or event information is available.